Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the script was completed with limited information. Potential causes of infection are not irrigating the site before implant, not using antibiotics preoperatively, not prepping the skin with antiseptic solution, using inappropriate tools and multiple tunneling attempts. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to the patient having multiple back surgeries. The provided information does not evidence that the stimwave device contributed to the issue. Therefore, conclusion has been selected as no problem/fault found.

Event description:
On (B)(6) 2021 the patient had back surgery and the wound became infected. The back surgery and infection was unrelated to the stimwave device and it was functioning properly at the time. After the surgery, the patient underwent an additional three surgeries due to infection. On (B)(6) 2021, the patient was having one of those surgeries and because of the infection, the decision was made to explant the leads. The patient was on IV antibiotics because of mrsa but was cleared by their infectious disease doctor. The patient is currently free of infection and is seeing a pain management doctor to inquire if a stimwave device may be implanted in the future.

Event description:
On (B)(6) 2021 the patient had back surgery and the wound became infected. The back surgery and infection was unrelated to the stimwave device and it was functioning properly at the time. After the surgery, the patient underwent an additional three surgeries due to infection. On (B)(6) 2021, the patient was having one of those surgeries and because of the infection, the decision was made to explant the leads. The patient was on IV antibiotics because of mrsa but was cleared by their infectious disease doctor. The patient is currently free of infection and is seeing a pain management doctor to inquire if a stimwave device may be implanted in the future.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the script was completed with limited information. Potential causes of infection are not irrigating the site before implant, not using antibiotics preoperatively, not prepping the skin with antiseptic solution, using inappropriate tools and multiple tunneling attempts. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to the patient having multiple back surgeries. The provided information does not evidence that the stimwave device contributed to the issue. Therefore, conclusion has been selected as no problem/fault found.